Event description:
Customer reports a blood glucose result on a pt of 356 mg/dl at 6:00 am. She states a lab draw was done on the same pt before or after 6:00 am and the result was 44 mg/dl (time unk). The pt was treated with insulin based on the result of 356 mg/dl. The pt was then given food and medication to raise her blood glucose (type of medication not provided). No adverse event reported. Controls were run and in range. Requested return of suspect device and replacement was sent.